Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin in the cartridge. The customer was educated on the proper load techniques. There was no adverse impact on the customer¿s blood glucose level during these events. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin administration, and received follow-up assistance from cts to address recurrent occlusion problems.